Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support the patient experienced extravasation and possible dissection of right axillary artery. Additionally, an angiography was performed and confirmed that there was no distal flow. A covered stent was placed and good flow was established.

Manufacturer narrative:
Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ g.1 reporting contact facility name was inadvertently left off the previously submitted report and was added. H.2 additional information was selected incorrected on the previously submitted report. There should not of been anything selected in h.2 as this was the original report. H.6 added codes 925 and 3038 as they were inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures. H.11 revised as a statement was previously entered incorrectly on the original report. There should not of been a note as it was the original report so there were no corrections as there was not a prior report to note a correction about.